Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that since be ing implanted they are having problems with their charger; it takes a long time to charge their battery. They charge twice a week and it takes about 3-4 hours each time. After charging for a while they will sometimes see the thermometer screen beginning in (B)(6) 2017. They charge while laying down in bed because it is the only way they can get it positioned to where it will stay. The patient changed from charging once a week to twice a week but they did not see any improvement in the charge time. It was reviewed that laying down, pillows, and blankets may effect the temperature and they should use the belt while charging instead. The patient was redirected to follow up with their healthcare professional (hcp) to have recharging statistics and programming reviewed. There were no patient symptoms reported and no complications reported.